Event description:
The customer contact reported the control knob position did not match the displayed position. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing by the user facility's biomedical engineer, it was noted that after the control knob was turned to the set vtbi (volume to be infused) position, the display indicated set rate; and when the control knob was turned to the set rate position, the display indicated set vtbi. There were no reports of any adverse patient event while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation could not confirm the reported event of the control knob position not matching the display. The device passed all testing including displaying the correct knob position.